Event description:
A report was received that during the patients ipg revision procedure (MFR 3006630150-2020-00322) the lead was fractured which was a result of the physician pulling hard to remove the leads.

Manufacturer narrative:
Sc-2158-50 (sn: (B)(6). The returned device was analyzed, and the reported event was confirmed. Contact # 8 in the proximal array was overly flattened when the setscrew was locked down. The deformed contact #8 resulted in the inability to remove the proximal array from the ipg header. Therefore, the probable cause selected is unintended use error caused or contributed to event.

Event description:
A report was received that during the patients ipg revision procedure (MFR 3006630150-2020-00322) the lead was fractured which was a result of the physician pulling hard to remove the leads. Additional information was received that only returned product was the proximal connector end inside the associated ipg.